Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m w/drive pcb signs of fluid droplets on the video image. Based on the result, we concluded that it was caused due to the moisture condensation in the cmos-m w/drive pcb. In addition, we confirmed that the light emitting diode(led) fluid damage, the objective lens unit fluid damage, the insertion flexible tube (ift) coating damage, the objective lens unit leak, the bending rubber cut, the u/d knob loose, the r/l knob loose, and the distal body worn out; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).